Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was not heating. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00535.